Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device would not complete its initial boot-up cycle. Physio-control provided the customer with a price quotation for the repair. The customer rejected the repair and the device was returned unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would constantly reboot. In this state, the device would not be able to provide therapy, if it were needed.